Event description:
(B)(4). I was rushed into the ER with terrible 10 out of 10 pain. The drainage from my belly button had begun to come out constantly. It also changed from clear to brownish fluid. My bps were at 80/60 and I needed 5l of o2 to keep my sats @ 90. I had a CT scan w/ dye contrast and they found a 20x20x2 fluid filled tumor post op hysterectomy. I was rushed into emergency surgery at 5pm on (B)(6) 2015. The tumor was actually 30/24/4. I was to stay in the hospital for 2 nights on vancomycin. My doctor put me on bed rest for 4 weeks. I have lost wages for about a month.